Event description:
The mobile peg of the handle 01.15.10.0131, was found to be broken during inspection.

Manufacturer narrative:
The mobile pin broke, probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. From the document review of the lot involved (085411-25 handles mfg) no particular anomalies were found related to the problem occurred. One similar event on a handle of the same lot were received by medacta and reported to FDA with MDR 2011-00041. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrument kit, permitting the surgeon to complete the surgery successfully.